Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call replace battery now alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 120 mg/dl. Customer advised they received the failed battery test during normal use and then they received replace battery now alarm. Customer replaced the battery on the insulin pump and the alarms recurred. Customer was advised a battery cap would be sent out. The product was not returned for analysis.